Manufacturer narrative:
The device was received not deployed. Download data shows an 0x41 alarm was generated during operation, indicating there was an error in the spring connection with the commutator cap. Rotational sensor errors were present in the download data which caused first prime to end prematurely and triggered the alarm that prevented the needle mechanism from deploying. Device was successfully paired with a pdm, completed priming, and delivered a 5u bolus. Rotational sensor errors were replicated during the rerun, though no alarms were observed in the rerun data. The needle mechanism deployed normally during the rerun. Inspection of the commutator cap found contamination on the lines of contact between the commutator cap and the rotational sensor springs. This contamination contributed to the abnormal rotational sensor data that prevented the pod from deploying as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle never deployed the cannula into the skin when activating a new pod. It was indicated that the pink slide did not move forward.